Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported he programmed an 18 unit bolus manually on the pump but never received the bolus. Patient states he never heard the pump make the delivery sound. Patient contributes his elevated blood glucose level to not delivering accurately. No adverse event reported. Requested return of the alleged pump and replacement was sent.